Manufacturer narrative:
The customer cancelled the service call.

Event description:
The fe reported that the x-ray tube was damaged. This rendered the system unusable. There is no report of injury or death associated with this event.